Manufacturer narrative:
The permanent monopolar cautery spatula instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. In addition, the root cause of the operative complication cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the customer alleged that the permanent monopolar cautery spatula instrument caused a burn injury on the patient's left soft palate. The surgeon reportedly excised the burned tissue. However, at this time, the root causes of the customer reported failure mode and intra-operative complication are unknown.

Event description:
It was initially reported that during a da vinci-assisted lingual tonsillectomy procedure, the permanent monopolar cautery spatula instrument allegedly arced electrical energy. There was alleged evidence of a burn on the patient's left soft palate. On 04/24/2017, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the surgeon. It was reported that the permanent monopolar cautery spatula instrument was working fine for approximately 30 minutes up until the reported event occurred. The surgical staff had not witnessed any arcing prior to the reported event. It was confirmed that the instrument and cannula were inspected prior to use. The surgeon indicated that the instrument was removed prior to the arcing event, and the instrument's wrists were straightened at the time. The surgeon also confirmed that the grounding pad, and the cannulas were grounded well with no issues. It was reported that the mucosal tissue with the evidence of a burn injury was excised. The planned surgical procedure was completed robotically, and the patient was reported to be recovering well. There were no post-operative complications reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Visual inspection found the conductor wire to have insulation damage inside the conductor wire cap, causing thermal damage to most of the distal end of the instrument. The instrument monopolar yaw pulley was found with severe thermal damage. The instrument distal clevis was also found with thermal damage on one side, causing the clevis post to be burned completely. The known common causes of this failure is due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the failure analysis findings, this MDR will be reported as an adverse event only and not an adverse event and product problem; since the failure mode was found to be due to user mishandling/misuse and not due to a malfunction of the instrument.